Event description:
It was reported that a malfunction occurred on the pump, specifically malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.